Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a pocket infection and there was erosion. The patient was treated with antibiotics, the device, leads, and antibacterial envelope were removed. No further patient complications have been reported as a result of this event.